Event description:
It was reported PICC fracture. Patients district nurse contacted helpline on (B)(6)2024 regarding a queried fractured PICC. Patient advised to attend unit for PICC assessment. Patients PICC assessed in unit ¿ good venous return and flushing well, however PICC clearly leaking when being flushed. Spoke with PICC nurse who also assessed the line and confirmed fractured line. PICC immediately removed. The leak occurred externally, there was no tissue damage or patient harm reported. Cut length on removal is same as insertion, 47cm. External length 19cm, secured with a secureacath. PICC was inserted in right arm. Patient requires PICC for treatment, currently awaiting review to restart treatment. Consultant/specialist dr contacted for new PICC insertion. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter: internal 43cm exit 4cm external 18.5cm = 47cm. Inserted in right basilic. Exit site marking of the PICC after placement 4cm. Infusates were infused through the PICC were oncology treatment, mitomycin. PICC leakage identified through visible hole/fracture outside the patient (at exit site or on external part of PICC), leaking on flushing. Unknown if the leak was internal or external. Device inserted (B)(6) 2024 incident (B)(6) 2024. Catheter site cleaned with chloraprep 3ml chg 2% ipa70% during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 7 and 8cm marks on the catheter body. A secondary kink impression without a split was found at the 3cm mark. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fracture. Patients district nurse contacted helpline on 07/23/2024 regarding a queried fractured PICC. Patient advised to attend unit for PICC assessment. Patients PICC assessed in unit ¿ good venous return and flushing well, however PICC clearly leaking when being flushed. Spoke with PICC nurse who also assessed the line and confirmed fractured line. PICC immediately removed. The leak occurred externally, there was no tissue damage or patient harm reported. Cut length on removal is same as insertion, 47cm. External length 19cm, secured with a secureacath. PICC was inserted in right arm . Patient requires PICC for treatment, currently awaiting review to restart treatment. Consultant/specialist dr contacted for new PICC insertion. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter: internal 43cm exit 4cm external 18.5cm = 47cm. Inserted in right basilic. Exit site marking of the PICC after placement 4cm. Infusates were infused through the PICC were oncology treatment, mitomycin. PICC leakage identified through visible hole/fracture outside the patient (at exit site or on external part of PICC) ;leaking on flushing. Unknown if the leak was internal or external. Device inserted (B)(6) 2024 incident (B)(6) 2024. Catheter site cleaned with chloraprep 3ml chg 2% ipa70% during a dressing change.

Event description:
It was reported PICC fracture. Patients district nurse contacted helpline on 07/23/2024 regarding a queried fractured PICC. Patient advised to attend unit for PICC assessment. Patients PICC assessed in unit ¿ good venous return and flushing well, however PICC clearly leaking when being flushed. Spoke with PICC nurse who also assessed the line and confirmed fractured line. PICC immediately removed. The leak occurred externally, there was no tissue damage or patient harm reported. Cut length on removal is same as insertion, 47cm. External length 19cm, secured with a secureacath. PICC was inserted in right arm . Patient requires PICC for treatment, currently awaiting review to restart treatment. Consultant/specialist dr contacted for new PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.